Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported hypotony and a shallow anterior chamber occurred following a glaucoma filtration device implant procedure. Additional viscoelastic was injected into the anterior chamber on post-op day one and post-op day thee. Additional information was requested.